Event description:
The customer called in on (B)(6) to report that treatment notes entered at 4ditc did not update in the rt chart history tab. The customer stated that all they see is the name of the field under those areas. This was confirmed via smartconnect. After some investigation it was determined that the field name automatically gets sent over from cms as a comment in the properties of the field and will populate under the history details and this pre-existing comment is not being overwritten by the treatment note that was added at the machine. Upon further testing, it was found that adding a comment note manually under the field properties produced the same behavior. This can be produced on any version 10 system by entering a comment in the treatment field properties and then adding a treatment note on 4ditc. In all cases the note added on 4ditc is not saved back to aria. No serious injury was reported as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.